Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 12 purewick female external catheters failed. They stated that the white material was not tucked into the blue and the blue part had an extra hole and would like it replaced. Per customer via phone on 17oct2024, it was reported that they did troubleshooting with the representative and the unit passed the water test. They were referred back to the representative for tips on properly placing the wicks. They also stated that they developed an urinary tract infection and their doctor prescribed an antibiotic for them. Per customer via phone on 02nov2024, it was reported that the patient visited the doctor and was diagnosed with a uti. It was unknown whether the catheters caused the uti or not. They prescribed antibiotics to treat the infection. On (B)(6) 2024 the doctor advised them to discontinue use of the device.

Event description:
It was reported that about 12 purewick female external catheters failed. They stated that the white material was not tucked into the blue and the blue part had an extra hole and would like it replaced. Per customer via phone on (B)(6)2024, it was reported that they did troubleshooting with the representative and the unit passed the water test. They were referred back to the representative for tips on properly placing the wicks. They also stated that they developed an urinary tract infection and their doctor prescribed an antibiotic for them. Per customer via phone on (B)(6)2024, it was reported that the patient visited the doctor and was diagnosed with a uti. It was unknown whether the catheters caused the uti or not. They prescribed antibiotics to treat the infection. On (B)(6)2024 the doctor advised them to discontinue use of the device.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick¿ female external catheter is positioned. Removal: 5. To remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick¿ female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Indication for use: the purewick¿ female external catheter is intended for non-invasive urine output management in female patients. Contraindications: ¿ patients with urinary retention warnings: ¿ do not use the purewick¿ female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewick¿ female external catheter against the skin during placement or removal. ¿ never insert the purewick¿ female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: - agitated, combative, or uncooperative and might remove the purewick¿ female external catheter - having frequent episodes of bowel incontinence without a fecal management system in place - experiencing skin irritation or breakdown at the site - experiencing moderate/heavy menstruation and cannot use a tampon ¿ do not use barrier cream on the perineum when using the purewick¿ female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. ¿ maintain suction until the purewick¿ female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewick¿ female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewick¿ female external catheter remains in the correct position after turning the patient. Remove the purewick¿ female external catheter prior to ambulation. ¿ properly placing the purewick¿ female external catheter snugly between the labia and gluteus holds the purewick¿ female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick¿ female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewick¿ female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.